Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in-clinic follow-up, a lead fracture was suspected on the right ventricular (rv) lead. The fracture was confirmed during the replacement surgery. The lead was explanted and replaced to resolve the event. The patient was stable.